Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2021-15519.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2021-15519. It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2021-15271 and 1627487-2021-15272. During the procedure, the physician was unable to fully explant the right s1 lead due to possible scar tissue. As a result, the physician purposely cut the lead and left the remaining portion inside the patient. Both of the patient's leads are being reported because it's unknown which lead was partially cut.